Event description:
It was reported that during a davinci robotic hysterectomy procedure, after the case was finished by the surgeon, while the surgeon was removing the camera from the port, the device became broken in half inside the pt. The very corner of the device was attached and the entire device was able to be pulled out with no issues. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.